Event description:
It was reported that the lead was fractured distal from the fixation anchor. High impedances were read on all contacts. Perioperative testing of the impedances showed the same measurements. The lead was replaced by a new octad lead using the posterior lumbar interbody fusion technique. It was stated that the connections of the lead had to be cut to be able to remove it. The patient's status was listed as no injury and no adverse event. Less than 50% therapy relief was reported as a symptom. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID neu_tlock_anchor: product type: accessory. Product ID 3877-45, lot# 0205009112, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. (B)(4). Analysis of the lead found that the conductor body was broken at the twist lock anchor site. It was further stated that all conductors were broken 17.5 cm from the distal end. Additionally, anchor marks were observed on the outer insulation 18 cm from the distal end. Analysis of the anchor found no anomaly.